Event description:
It was reported that during procedure, the screw broke while it was inserted into the tibial tunnel. The procedure was successfully completed without considerable delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
One 7207677 sterile biorci ha 7x30mm screw reported on. Due to product unavailability, physical evaluation, full investigation and conclusions were not possible. Factors affecting device performance include: device ability, surgical ability and surgical site preparation. Final product met predetermined specifications upon release to distribution. No further investigation is warranted at this time.